Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor reported that the breathing system was reset which resolved the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, the ventilator was not functioning. There was no report of patient involvement.